Event description:
It was reported that during a fleet assessment in the medical/surgical care unit, the registered nurse stated experiencing air-in-line (ail) alarms with no visible air noted in the IV tubing. Rn will troubleshoot by flicking the IV set, flushing the fluid through the IV tubing, or replace the module. Troubleshooting ail reviewed with clinician. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that during a fleet assessment in the medical/surgical care unit, the registered nurse stated experiencing air-in-line (ail) alarms with no visible air noted in the IV tubing. Rn will troubleshoot by flicking the IV set, flushing the fluid through the IV tubing, or replace the module. Troubleshooting ail reviewed with clinician. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a, g codes.